Event description:
During correlation study, the caller reports that patient 1 tested 4.6 inr on the device while a lab returned as 2.9 inr. Patient 2 reportedly tested 5.5 inr on the device while a lab returned as 3.4 inr. Patient 3 reportedly tested 4.1 inr while a lab returned as 2.6 inr. Patient 4 reportedly tested 5.9 inr on the device while a lab returned as 4.0 inr. Patient 5 reportedly tested 4.4 inr on the device while a lab returned as 3.1 inr. Caller states that the patient's were treated based on device results, but that the patients were contacted and recommendations changed if the lab result was discrepant. No adverse event reported for any patient listed. Requested return of suspect device, however, caller advised strip lot was unavailable for return.

Manufacturer narrative:
No patient information given for any patients reported.